Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a video-assisted thoracoscopic surgery procedure that the black reload formed an inconsistent staple line. Staple line oversewn. Action taken for procedure: staple line oversewn, case completed as scheduled. Another device was used to complete the procedure. There were no adverse consequences for the patient.